Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason. Additional information was received that the patient underwent an ipg replacement procedure due to inadequate charging habit. One moment the ipg would be read fully charged and then days later it would be nearly dead. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to an unknown reason.